Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. At this time the wds was inadvertently shifted causing a perforation in the appendage. The whole system was left in place and the patient was transferred to surgery. The closure device and the system were removed in surgery and an atrial clip was placed in the appendage. The patient was good post surgery. It was further reported the patient was doing well and has since been discharged from the hospital. It was further reported that the patient experienced a pericardial effusion.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed. At this time the wds was inadvertently shifted causing a perforation in the appendage. The whole system was left in place and the patient was transferred to surgery. The closure device and the system were removed in surgery and an atrial clip was placed in the appendage. The patient was good post surgery. It was further reported the patient was doing well and has since been discharged from the hospital.